Event description:
The manufacturer received information alleging a ventilator would not power on. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. During the evaluation of the device an issue related to the device's internal battery was observed. The device's internal battery was replaced to address the issue.